Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the suction control regulator was replaced; to resolve 1 of the reported events, the suction connections were re-seated, and to resolve 1 of the reported events, the suction connections were re-seated.

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced a malfunction causing a loss of suction. These reports were received from various sources. Of the 3 events, 2 did not involve a patient and 1 did involve a patient. No patient information was available.